Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their sister received implant for bladder as they were going to frequently however it hasn't helped at all. Caller said the patient has had reprogramming sessions at the healthcare professional (hcp) office and the nurse practitioner (np) performed the adjustments. Ever since the patient received implant, the patient experiences constant urinary tract infections utis. Caller said that on february 11th was notified that patient has two utis and had to go in for IV antibiotics, twice a day. The last time the patient had IV antibiotics, the patient puked the whole time however the patient was told had to continue with the treatment. Caller said that the infections have caused dizziness and since christmas the patient has fallen four times. Caller said that patient was scheduled to see new hcp at same clinic on february 22nd however due to infection, the patient has to wait until has completed antibiotic treatment as they were going to go into their bladder to check it and can't when the patient has an infection. Caller said patient will need to be rescheduled for end of next month as hcp is only in the office at the end of the month. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.